Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the detachment issues was unknown. There was no kink/damage observed on the pushwire. Prior to coil non-detachment, there were no particular issues encountered.

Manufacturer narrative:
Initial reporter information not reported due to regions patient privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was poor dislodgement. The physician attempted to detach the coil using the instant detacher 3 times. The physician did not attempt to withdraw using another instant detacher. There was no attempt to remove the device manually via the hypotube. Attempts were made to remove the coil after placement, but the device could not be removed. It was removed during withdrawal, so it was collected with a snare. The device and any accessories were prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment arteriovenous malformation or arteriovenous fistula. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.